Event description:
Had heart catheterization. Closed with angioseal. Ever since have a pressure & pain in groin area. Have had sonogram, MRI & bone scan, nerve dr. All say I'm fine. But, I don't feel fine. I have to make an effort to walk. I don't know what else to do.